Event description:
Information received indicates the head section will not lower when the CPR function is engaged.

Manufacturer narrative:
The technician replaced the CPR valve to repair the bed. The bed passed the function test when tested.